Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was received for evaluation. Review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. No anomalies were noted in the catheter, ring or tip electrodes, or connector pins. The catheter was electrically tested for resistance values and shorted/crossed circuits. An open circuit existed between the "(-) distal" pin and the tip electrode. Measured resistance between the unmarked pin and the ring electrode was within specification. There was no evidence of shorted or crossed circuits. The measured resistance value for the tip electrode circuit was out of specification; the measured resistance value for the ring electrode circuit was within specification. The catheter was cut approximately 1" distal to the bifurcation, the black wire exposed and stripped, and the resistance measured. The resistance measurement was unchanged indicating that the open circuit existed in the black wire between the cut and the tip electrode. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.

Event description:
It was reported the pacing catheter would not pace.